Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was experienced with a clearlink extension set. The report stated that the line was occluded during lipid infusion on a neonatal patient. It was also reported that air was discovered in the filter of the line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.